Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 48 mg/dl. The customer current blood glucose was 84 mg/dl. Customer was treated with food for low blood glucose. Customer was alleging insulin pump for over delivery. Customer was ok for troubleshooting. Customer reported fatigue, tachycardia as symptom of low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of low blood glucose event. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.